Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but was unavailable at this time.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise was observed on the right ventricular (rv) lead. Additional testing and programming changes were recommended. Further information was not available at this time.

Event description:
New information received notes that the noise observed resulted in oversensing on the right ventricular (rv) lead prior to the procedure.

Event description:
New information received notes programming changes were made. The patient was being monitored remotely for the time being. The patient was stable.